Event description:
A faded black screen was reported by the caller, affecting their ability to interact with and read the pump screen. There was no adverse impact to the customer's blood glucose level. The customer was provided a replacement pump, instructed on storing and returning the old pump, and chose to use multiple daily injections as a backup therapy. Technical support confirmed the shipping address and outlined steps for the customer to follow upon receipt of the replacement pump.